Event description:
Healthcare professional reported rupture on the right side. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Information contained in this report was previously submitted via emdr manufacturer report number 9617229-2022-23495. All information has been consolidated into this report. Device photograph(s) for the device related to the reported event rupture was reviewed on march 29, 2023. Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
The device has been explanted and replaced with non-allergan device.